Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water flow and water removal failed below specification, light cover glasses adhesive worn, optical cover glass adhesive worn, outlet pipe condition blockage evident, distal end adhesive lifting, insertion tube stained, hole in switch 1, down/right angle (not to specification), and electrical safety test (not to specification). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, wash failure was noticed due to high pressure in channel 5. Upon inspection and testing of the customer returned device, foreign material was found protruding from the scope air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a white fiberous material was protruding from the air water (a/w) nozzle but the specific material could not be identified. There was no reported deviations from the instruction for use (IFU). Olympus will continue to monitor field performance for this device.